Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a pocket infection. The system was explanted and replaced. No other patient symptoms were reported.

Manufacturer narrative:
Analysis was normal, no anomalies were found.

Event description:
Additional information notes the source of infection was attributed to poor hygiene. The patient's condition before, during and post procedure was stable.